Event description:
It is reported that the user found fluids leak from the external tubing of the catheter during dialysis.

Manufacturer narrative:
The device has not been returned to the MFR for eval. A lhr review is not possible, as no mfg lot number has been provided by the complainant.